Event description:
It was reported by service report that the headend right siderail was stuck down and the main and auxiliary power cords were missing the ground prong. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - bent glide rods.